Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A photo of a device label was provided showing a potential lot number for the reported difficulties, lot#: w4936531. The label in the photo matches the product reported. A review of the device history record could not be conducted because the lot number was not provided. However, a potential lot was provided, the device history record for the potential lot number was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, it was reported a olympus visiglide 0025" wire guide was used. The IFU states: "for optimal performance, utilize device with non-fully hydrophilic coated .025" and .035" cook wire guides." In the "patient/event info - notes." The IFU also cautions: "failure to utilize compatible cook 0.025" and 0.035" wire guides may result in wire guide translation and/or looping during the exchange." The use of a noncompatible wire guide is a likely cause for the reported observation. Prior to distribution, all snaploc wire guide locking devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the potential lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that an incompatible wire guide was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an ercp, the physician used a cook snaploc wire guide locking device. The user states that the snaploc does not block the 0025¿ olympus wire guide, losing the access and cannulation. The customer states it isn't a particular lot number and that it happens in general with the snaploc. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any further adverse effects due to this occurrence.